Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the gap occurred between the lens and the ultrasonic probe due to handling. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was a gap in the adhesive on the distal end and a stain entered inside the lens through the gap; there was also a gap between the acoustic lens and the ultrasound probe. Additional findings include the following: the scope connector cover plate was detached, the up/down knob was deformed, switch button one (1) had a scratch, the tee nut was loose; water tightness was lost due to a pinhole on the bending section cover and damage of the channel tube; due to damage of the bending section cover, the insulation resistance value at the distal end did not meet the standard value; due to damage of the acoustic lens, the displayed ultrasound image was defective; the connecting tube had a scratch; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; and the ultrasonic probe was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was leakage on the distal end of the evis exera ii ultrasound gastrovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was a gap in the adhesive on the distal end and a stain entered inside the lens through the gap; there was also a gap between the acoustic lens and the ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.